Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found 31010 error indicating a sterile adaptor sensor was missing, confirming the fault occurred in the field. Upon visual inspection, the presence pins was found to be sticking, replicating the reported event the unit was installed on in-house system where no errors related to t reported event occurred. The unit was then installed onto an in-house patient side cart (psc) fixture test platform (pftp) where no errors related to the reported event occurred. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. Failure analysis has concluded that the presence pins was found to be the root cause of the reported event.

Event description:
It was reported that during a training/demo of the da vinci system, the universal surgical manipulator (usm) 2 engagement issue, even after removing drape on usm 2, it displays arm2 is draped on touchscreen and same verified during logs review. There was no report of patient involvement.